Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 17-jan-2018 a field service engineer (fse) realigned the sorter z1-axis position lower on top of the test cups and performed level sense test for sample cups and tubes, which passed. The fse then proceeded to run calibration, which also passed. No further action was required. The aia-900 instrument was performing within specifications. The aia-900, serial number 11197806, was installed at the account on 15-nov-2017; complaint and service history review for similar complaints was performed from 15-nov-2017 through aware date 17-jan-2018. There were no similar events identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: 12.1 detailed meanings of flags and handling there are two kinds of flags attached to assay results where applicable. One is "error flag", which is attached if an assay did not end normally due to some kind of trouble and the other is "user flag (normal value, abnormal value)", which helps you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results cannot be obtained. If no flag is attached to the assay result, it means that the assay ended normally. If an error was detected and an assay result was not obtained, refer to this section and the handling shown there. If sampling did not take place normally ss flag measurement cannot take place because the quantity of the specimen is insufficient. Print and display (rate value): becomes blank. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a 2204 sorter not picked up cup cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination; check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most likely cause of the reported event was due to a misalignment of the z1-axis.

Event description:
On (B)(6) 2018 a customer reported getting short sample flags when running quality controls and 2204 sorter not picked up cup error message with the aia-900 instrument. The customer requested service in order to investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth), luteinizing hormone (lh ii), estradiol (e2), follicle stimulating hormone (fsh), and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number 11197806, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: the aia-900, serial number (B)(4), was installed at the account on 04-dec-2017; complaint and service history review for similar complaints was performed from 04-dec-2017 through aware date 17-jan-2018. There were no similar events identified during the searched period.